Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during positioning of the pt above the bed, the loop sling detached from the spreader bar due to 1 of 4 retaining clips loose on the spreader bar. Pt fell onto the bed. No injuries were reported as a consequence of the event. Review of similar reportable events was performed, resulting in the finding of no reportable events, worldwide, where the sling retainer clip was missing or damaged. Therefore, the event evaluated and investigated here should be treated as an isolated event. It has been established that the lift device (maxi twin) and the sling were being used for pt handling at the time of the event. A malfunction could be found on the lift that could have caused or contributed to the event. An on-site inspection provided by an arjohuntleigh rep found the lift with retention clip at spreader bar a bit distorted, resulting in failure to close properly. It can be assumed that the loop of the sling detached when the pt was lying on the bed as the retaining clip was loose. The loop of the sling was not under the tension and could detach from the hanger bar attachment point. It appears very unlikely that loop detached from the hanger bar when the pt is over the bed due to the resident's weight, even when the retention clip is missing from the hanger bar. Therefore, as it is written within the IFU and presented as an important warning, the caregiver is obliged to check that all four points of the sling are securely connected before lifting. Moreover, as indicated in the preventive maintenance schedule, every week, all spreader bar loops' connection points should be checked visually for damages. If damages would have been found, the lift should not have been used. No training dates for the involved staff were received. This may point to the staff not knowing of the necessity of the pre-use checks and checks before lifting as indicated in the IFU and preventive maintenance schedule, which in turn makes it unlikely the checks were followed. Despite on the fact that the sling was found with no deficiencies, it can be concluded that the hoist and the sling which work as a system were found to have not been to spec when the event took place. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our eval appears to be in the line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities. We have found a small number of cases with similar fault description (strap stitching on active sling that holds the sling to the lift has failed completely). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (sara plus) and the sling was being used for pt handling at the time of the event. The lift and the sling which work as a system were found to have not been to spec when the event took place.

Event description:
(B)(4).